Manufacturer narrative:
(B)(4). Batch t5c07w. Investigation summary: the analysis found that one pcee60a device was returned with the anvil bent upwards and with one gst60g cartridge loaded in the device. The cartridge reload was received partially fired 2/3 and with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged and the knife was noted to be buckled. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t5c07w. A manufacturing record evaluation was performed for the finished device lot and batch number and no non-conformances were identified.

Event description:
It was reported that during an open distal pancreatectomy procedure, upon firing the pcee60a with a gst60g, the staples completed halfway and then stopped. The stapler would not open. The reverse button was used with no effect. The manual over ride was used as well but that did not work. The stapler had to be cut out of the patient. Case completed with a suture and knife. There were no patient consequences reported.